Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, the flow sensor was found to be contaminated. The device's flow sensor and main board were replaced to address the service vent issues.